Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Synergy spinal stimulator returned to manufacturer as a "failed" ins. No further information was provided. Additional information has been requested and if rec'd a f/u report will be sent.